Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "the report from hospital say: at 19:05 on (B)(6) 2024, patient (B)(6) in icu4 bed experienced a change in condition and required assisted ventilation with a ventilator. The backup hamilton ventilator was pushed to the bedside, but during the start-up process, it was found that the ventilator display screen was black and all button lights were normal. The other ventilator was immediately replaced and can be used normally on the patient."